Manufacturer narrative:
Intuitive surgical inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to reproduce the reported issue. The rac was installed on the in-house system, and no problem was observed. The rac was tested for ten power cycles and sat idle for one hour with no errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had a non-recoverable fault 40077. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error was pointing to an internal software issue in (mcer) master computer engineer console remote arm controller node on the remote arm controller (rac) 2 of the surgeon side console (ssc1). The tse explained that a restart could clear it, but surgeons decided to convert to laparoscopic surgery. The tse informed the customer they could restart the system without undocking, and eventually power off, and disconnect ssc1 in case issue re-occurred. The procedure was converted to laparoscopy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the remote arm controller (rac) 2 to resolve the reported issue. Isi has not received the rac 2 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.